Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. However, due to info provided, the event may have occurred due to a failure to follow the dfu. Customer used an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Example of potential issues can be due to the lack of proper advancement of the lens with incorrect viscoelastic. Per the dfu, one should gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the "fill-to" line. It should require seven seconds. After confirming the lens position (at this point deployment should not proceed if the lens is not in an approved position) insert nozzle tip into incision. Gently advance the plunger in one smooth, continuous motion. It is recommended that the delivery of the lens from the visual inspection position take at least five seconds. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant surgery, the surgeon stated when the iol was ejected from the delivery system, it was not well controlled. As a result, a posterior capsular tear occurred. Additional info was received in a f/u phone call with an operating room nurse who reported an anterior vitrectomy was performed and the iol was removed and replaced. Since this event, the surgeons of the facility have changed the way they work. Without being in contact with the pt's eye, the plunger is fully advanced, and then the iol is placed into a cartridge and implanted. The nurse reported, the use of an unapproved viscoelastic. As a clinical consequence, the surgeon mentioned a functional loss of an organ (vision) and an increased risk of infection. Additional info has been requested.